Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional hernias. It was reported that after implant, the patient experienced bowel obstruction and perforation, severe abdominal and groin pain, open wound, nausea, vomiting, recurrence, adhesions and scar tissue. Post-operative patient treatment included revision surgery.